Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a procedure, the syringe tip on the 10cc direct inject broke at the base, and the cement came out from there. There were no adverse effects to the patient. The surgeon opened another direct inject and the case was completed successfully. No significant delay or medical intervention reported was reported.

Event description:
It was reported that during a procedure, the syringe tip on the 10cc direct inject broke at the base, and the cement came out from there. There were no adverse effects to the patient. The surgeon opened another direct inject and the case was completed successfully. No significant delay or medical intervention reported was reported.

Manufacturer narrative:
The reported event could be confirmed based on an image of the complained device that was provided by the sales rep. In order to conduct a profound complaint investigation and root cause analysis the sales rep was contacted. It was specified that the breakage of the delivery syringe occurred during the initial attachment of the mixer cannula. It could not be confirmed that the mixer cannula was pressed firmly against the delivery syringe before the 90° rotation. The sales rep furthermore indicated that he does not believe that any additional tools like pliers or forceps were used for the assembly of mixer cannula and delivery syringe. Additionally a DHR review was performed. As the device was manufactured by stryker limerick (ireland), the available complaint information was forwarded to the manufacturing site to review the related quality and manufacturing documents. Within the review no deviations were found, the required tests were performed and did pass without any discrepancies. Furthermore, the manufacturing site stryker limerick performed a testing of retain samples of the lot subject to this complaint with respect to the injectability of the cement. The test was passed without any discrepancies. Finally the delivery devices were visually inspected before and after the injectability testing. No signs of mechanical failure could be observed. The information available is not sufficient to determine the root cause of the complaint. According to the related risk management file, possible causes for the breakage of the syringe could have been: ¿ inappropriate handling by hcp ¿ missing/ wrong information provided based on the investigation including a statistical analysis there is no indication for any design, material or manufacturing related issue. Correction: the actual device was not able to be returned as was indicated on the initial MDR report.